Manufacturer narrative:
(B)(4).evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer request and per the service manual performed service tests and preventive maintenance on the unit and the site replaced the vso because the vso was causing the unit to have inadequate vacuum regulation. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module was in need of an upgrade. No patient or procedure involvement occurred. One device to be returned.